Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient's artificial urinary sphincter (aus) had stopped working completely on the last few months. The pump was slow to refill. A revision surgery was performed in which the existing device was removed and a new aus was implanted. During the procedure a hole was found in the cuff, almost no fluid was left in the system. There were no complications during the procedure. No more information available through physician. Should additional information become available, it will be provided.